Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, the shock impedance was 164 ohms for that shock. Today's low energy impedance was greater than 170 ohms, which is high but within normal limits. The inappropriate shock occurred while the sensing vector was set to the alternate sensing vector. Technical services discussed programming the sensing vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, the shock impedance was 164 ohms for that shock. Today's low energy impedance was greater than 170 ohms, which is high but within normal limits. The inappropriate shock occurred while the sensing vector was set to the alternate sensing vector. Technical services discussed programming the sensing vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.